Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient suddenly started feeling a pain from back to toe describing it as pain similar to the sciatic nerve. Patient decreased the stimulation intensity and the pain was gone. Patient didn't make any bending or sudden move. Troubleshooting was unable to be performed as patient lowered the therapy intensity on their own before calling. The patient was redirected to their healthcare provider to further address the issue.